Manufacturer narrative:
Suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4). Description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to need for magnetic resonance imaging (MRI). No malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.